Event description:
It was reported that, during an unknown procedure, the tip of the device sometimes did not open. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 11/6/2025 d4 batch #: a98551. Additional information was requested and the following was obtained: it is mentioned in the event description that: the tip of the device sometimes did not open. Please clarify: were the jaws able to be open and closed, but it was difficult to open and close? Or was the device unable to be opened? Or was the device unable to be closed? It was difficult to open and close. Was the clamp arm damaged after use by the customer when the distributor received the defective product or when the sales rep returned it? Unknown. Where are the broken pieces? (Discarded, etc.) There have been no reports of internal damage how is the patient's condition after surgery? We have heard that there are no problems with the patient's condition. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a98551, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. Additional information was requested and the following was obtained: was the clamp arm damaged when the distributor received the defective product and when the sales representative returned it after the customer used the product? It was confirmed that the defective clamp arm was not missing and the clamp arm was not damaged. Where are the broken pieces? (Discarded, etc.) There is no possibility that any broken pieces remain inside the body.